Event description:
The sds was bent. However, upon receipt of the product, the shaft was broken. It was reported that upon pushing the product into the guiding catheter to try to deploy it, there was no pushability. It was removed and the crack was discovered. It never made it out of the guiding catheter and into the pt's anatomy. Another product of the same size and deployed it.